Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was on a social media site and saw that another patient posted information regarding settings getting wiped out with interrogation, likely a patient that was interrogated with deep brain stimulation (dbs) software version that is not backward compatible. The patient may or may not know the patient that posted the information. No further information is available and troubleshooting was not required. No patient symptoms were reported.